Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on his sides due to the lifevest rubbing. The patient's physician prescribed clotrimazole and betamethasone cream. The patient reported that the irritation got much better.